Event description:
Same case as: 6000093-2007-02116. It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The patient presented with an acute anterior infarct and was taken to the cath lab emergently. The 100% stenosed lesion being treated was located in the mildly calcified mid to distal left anterior descending (lad) artery. The patient's angiogram demonstrated a sub-totally occluded lad. There was also a suspicious step-down of the distal left main. The physician overlapped a 2.75x28mm, inflating to 14atms for 15 seconds, and a 3.00x8mm, inflating to 12atms for 22 seconds, liberte stents in the lad. After a suboptimal stent result in the lad, ivus demonstrated what the physician felt to be a spontaneous dissection. The patient went to surgical revascularization.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.